Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After hemostasis was achieve by the 7f exoseal vascular closure device (vcd), it was reported that the unit was removed from the patient and it was confirmed that the wire from the distal tip was not withdrawn after use. There was no reported patient injury. There was no bleeding complication occurred during and after the procedure. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The exoseal vcd prepped according to the instruction for use (IFU) with no difficulties or defects. The vascular sheath introducer locked against the handle assembly and an audible was click heard. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
After hemostasis was achieved by the 7f exoseal vascular closure device (vcd), it was reported that the unit was removed from the patient and it was confirmed that the wire from the distal tip was not withdrawn after use. There was no reported patient injury. No bleeding complication occurred during or after the procedure. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The exoseal vcd was prepped according to the instruction for use (IFU) with no difficulties or defects. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. One non-sterile exoseal vascular closure device 7 french was received in a plastic bag. The exoseal device was received inserted in an unknown catheter sheath introducer. Per visual analysis, the indicator wire (iw) was received separated from the device (out of its original position) and no other damages were noted. Also, one kinked condition was found on delivery shaft at 13 cm from the distal end. The guard and the deployment lever were received fully depressed. The plug was not received. The indicator window was received on black/white/red position. Blood residues were observed on the device. No other damages were found on the received unit. A meeting was held with the pet team in order to review the complaint unit. The pet investigation determined that force was applied to the indicator wire causing the detachment of the component. In addition, the delivery shaft can be observed damaged probably due to the handling during the surgical procedure. According to the complaint description and visual analysis, the device was found retracted and plug was deployed, it confirms the correct position of the indicator wire during surgical procedure. The unit was inspected under the vision system. The handle of the device was opened in order to identify possible internal damages. Components were found in good conditions and assembled correctly. The iw end is the component in where the iw is fixed using adhesive and coating by uv lamp trough to the omnicure 2000. The iw end and indicator wire was inspected under the microscope and the presence of adhesive was noted. Indicator wire bonding to indicator wire end and indicator wire assembly operations were reviewed and no anomalies were found. Indicator wire pull test results were also reviewed and found to pass. A review of the manufacturing documentation associated with lot 17567505 was performed and it was found that no issues were noted that may be related to the reported complaint. The complaint reported by the customer as ¿indicator wire - separated¿ was confirmed since the indicator wire was received separated from the exoseal device. The exact cause of the event reported by the customer could not be determined during the analysis. The product IFU¿s caution users that the safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Procedural or handling factors, may have contributed to the event experienced by the customer. Neither the DHR nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.